Manufacturer narrative:
Additional information: during pre-procedure ultrasound, it is reported there may have been a potential clot in the area. The vessel did not open during the initial pta so the physician decided to use the hawk one to perform an atherectomy. It was reported that there was a large amount of white plaque that was excised with a very small segment of red, where it was a usual amount. Only 2 passes were performed, lateral and medial, with the hawk one, where it was a straight segment of vessel. It is reported that the physician did not suspect the initial guidewire travelled subintimal; however, from the post procedure event, the physician suspects this could be a possibility. The patient was transferred to a different hospital to conduct the second procedure later that evening. In the second procedure, a non-medtronic covered stent was placed in the lower limb. The patient remains in the hospital and is expected to be discharged shortly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the perforated section of the popliteal artery was treated with a non-medtronic balloon occlusion for 5 minutes 5 times. The patient was discharged from hospital 5 days after the event and is in good health condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using hawkone directional atherectomy along with a non medtronic 7fr sheath and .014 spider filter wire and 3mm embolic protection during procedure to treat severely calcified plaque lesion in the left mid popliteal with chronic total occlusion (cto-100%). The vessel was pre and post dilated. The device was inspected with no issues noted. The device was prepped per the IFU with no issues identified. There was a popliteal perforation during procedure which was not resolved fully post procedure. Patient had a second procedure that evening where a covered stent and fasciotomy was performed. It was reported that the perforated section of the popliteal artery was treated with non medtronic balloon occlusion for 5 minutes 3 times. No further patient injury was reported for this event.